Manufacturer narrative:
(B)(6). The laser machine was examined and tested by an amo field service specialist (fss). The fss found bad seating and amplifier not aligned. The fss noted that there seemed to be too low energy and due to that the flaps and side cuts were not deep in the cornea. The fss reseated and re-aligned to resolve issue. In addition, the fss performed a 3 month preventative maintenance and software updates. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced difficult flap creation resulting in the aborting the procedure. The surgery center had experienced a flap lifting problem with two patients. Although, the flaps were not lifted/opened, the side cut had been performed and were not workable. The procedures were aborted and rescheduled four days later. The procedures were completed on a second visit and were successful with the intended thickness. This is 2 of 2 patients.

Manufacturer narrative:
Correction: in initial report, the manufacture date provided was incorrect as it should have indicated month and year of july 2010. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.